Manufacturer narrative:
Immucor technical support used a remote electronic connection method to access the test well results and images on the customer's instrument in question on 18aug2015. An immucor field service engineer (fse) visited the customer site on 20aug2015 to assess the instrument in question. The fse determined a need to adjust the peri-pump tubing, install a new noise reduction tubing piece and also clean the washer manifold. The fse then subsequently determined that the instrument was working as expected.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when testing on a galileo echo on (B)(6) 2015.